Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was capped, and removed from service due to oversensing. The lead was replaced with another (4269).